Event description:
It was reported a malfunction alarm occurred with a pump. There was no reported adverse impact to the customer's blood glucose level. The customer was provided with pump reset information and assisted in resetting the pump by technical support, but the malfunction code reoccurred. Consequently, technical support arranged to replace the malfunctioning pump, ensuring the customer would use multiple daily injections as backup therapy. The caller complied with instructions for pump storage and return, with a replacement pump dispatched and confirmed.